Manufacturer narrative:
H10: lot number of device is unknown - full UDI is not available. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the device remains ¿hot¿ after use and burns holes in the drapes. It was further reported that the procedure was completed successfully. No further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete. H10: lot number of the device is unknown, full UDI is not available.

Event description:
It was reported that during a surgical procedure, the device remains ¿hot¿ after use and burns holes in the drapes. It was further reported that the procedure was completed successfully. No further information was provided.